Event description:
The philips representative reported that the unit failed to power up during the shift check. This event is an optical switch malfunction which prevented the device from powering on and which is related to the incidents discussed with FDA representatives on 14-jan-2009.

Manufacturer narrative:
The philips representative reported that the unit failed to power up during the shift check. The device was evaluated by a philips contracted distributor, and an optical switch failure was identified. The complaint is still being investigated by philips to confirm the root cause of the failed component. A follow-up will be submitted, upon completion of the investigation.